Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.